Event description:
It was reported that an error e5 appears on the screen indicating that the probe is reused but it is new. Problem resulted in an extended surgical time. No patient injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to an e-5 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The dyonics rf-s whirlwind 90 deg wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-5 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-5 error.